Event description:
It was reported that a patient presented with high capture thresholds noted due to cardiac perforation with noted patient discomfort. This was confirmed with fluoroscopy. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were failure to capture and lead perforation. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within product specification.

Event description:
New information received notes that no report of effusion or tamponade was noted.

Event description:
It was reported that a patient presented with high capture thresholds noted due to cardiac perforation with noted patient discomfort. This was confirmed with fluoroscopy. Loss of capture was noted. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.